Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a history of cerebral infarction. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed into the left atrial appendage (laa). After the third deployment, the device was evaluated using the pass criteria (position, anchor, size, and seal). During echocardiographic assessment, a fluttering structure was observed attached to the surface of the device. As a result, the device was fully recaptured and removed. Heparin had been administered during the procedure, and the activated clotting time (act) increased from 186 to 331 seconds. At the time of device deployment, the act was over 300 seconds. A new wds was prepared and successfully implanted. Upon inspection of the removed device, thrombus adhesion was noted. The patient remained stable, and there was no evidence of any thrombus detachment. Given the patient history of cerebral infarction, the physician suspected an increased predisposition to thrombosis. There were no further complications and the patient was discharged.